Event description:
The customer reported that while initiating therapy on a patient, the unit would not power up and the trigger select switch would not turn to the "on" position. The patient was switched to another unit and therapy was initiated. No patient injury was reported.